Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced.

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient's programmer reflects a communication error. The patient also reported she has not charged her ipg in several months as she had an unrelated back surgery and the physician advised her that she would no longer have to use her scs system. However, the back surgery did not resolve her pain and she now desires to use her scs system again. The patient is without stimulation. The patient met with the sjm representative and confirmed the issues. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the ipg was returned due to no communication. Per event details, the patient did not recharge the ipg for several months. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.